Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive because the insulin pump was bumped into a wall. The display was faded. Customer's blood glucose level was 93 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with frozen screen on full segment display. Problem isolated to interface board. Unable to confirm missing segments/partial display or keypad anomaly due to frozen screen. Unit also received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.